Event description:
It was reported that the right ventricular lead perforated the patient. Pericardial tamponade was noted. The lead was explanted and replaced. The patient was -ok- after the procedure.

Manufacturer narrative:
No medwatch form was received.